Event description:
It was reported that "the reported device broke during surgery. A replacement was available. There was a delay of 15 min."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review results: visual inspection: product was visually inspected upon return and confirmed to have the hex tip of torsion shaft broken. Given the profile of the rupture, breakage occurred likely due to torsion and flexion constraints applied at tip of device on a potentially weaken area consecutive or not to the pin positioning and welding. Functional inspection: could not be performed due to breakage of hex tip. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the hex tip of the returned torque wrench was confirmed to be broken at receipt. This device was manufactured prior implementation of a CAPA in 2010. It appears that the device yielded under combined flexural and torsional loads which appear to match with the event circumstances stating that device broke during surgery. At the time this device was manufactured it implemented a pin at distal tip to maintain the assembly: it cannot be excluded as stated in 2010 CAPA investigation that the pin positioning and welding (heat) did affect locally the mechanical property of device. A design change was performed since and use of the pin at distal tip during assembly was canceled.

Event description:
It was reported that "the reported device broke during surgery. A replacement was available. There was a delay of 15 min."